Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Patient reported right side "concern with the product." Additionally, healthcare professional reported capsular contracture, baker grade iii. Device remains implanted.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ anxiety-product/procedure: unable to observe as it is a medical event not related to the device. ¿ capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: ¿ observed opening on anterior side assessed as surgical damage, observed broken on anterior side assessed as surgical damage and missing piece of shell assessed as inconclusive. ¿ observed creases on the device. ¿ observed wear abrasion on the device. ¿ white calcification observed in the surface of the shell. No further actions are required as the device was implanted.